Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were discovered during product testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 04, 2018 - august 05, 2018. One (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a spike port cap leak. The reported condition was verified for the returned sample. The cause of the condition was not determined. This issue is being further investigated. The remaining five (5) samples were not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.